Event description:
In the study database, an "amputation" was reported as having occurred in patient in 2004. However, the site study coordinator looked into the hospital records for this patient and was unable to find any records of an amputation occurring on this date. The hospital records only indicate patient had a angioplasty performed in 2007 - there is no mention of a silverhawk procedure or an amputation occurring on that date.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. There is no source document to review at the site in regards to this event.